Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of an air in line alarm was confirmed during review of the event history log by baxter personnel; however the cause was not identified. There were no repairs performed for the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected set alarm four times, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.